Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported wires were sticking out between the blades of the vessel sealer extend. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a segment of the conductor wire sticking out below the jaws. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The conductor wire was not broken. The conductor wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and released energy. The instrument was fully functional.